Event description:
It was reported by the customer that a pyxis medstation es system p1n1, hh drawer aux 2.2 failed and not detected on bus. The customer stated that the malfunction was occurred when the user trying to issue medication to patient and there was no delay in accessing medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure and device not detected on bus. A field service engineer checked all connections in the back of the drawer and found everything to be tight and inserted correctly. Inspected controller board and pixie bus controller board and replaced both. The system functioned as intended.